Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (cartridge alarm 19) during basal delivery. Customer reported blood glucose level was 159 (mg/dl). It was confirmed that the customer was able to reload the cartridge onto the pump and resume insulin delivery.